Event description:
Sorin group received a report of an arterial pump stop during a case. The pt was taken off bypass and the pump was power cycled, but did not restart. The s5 console was power cycled to restart the pump but it still would not restart. The pump was replaced. A short time later, the new pump stopped. The pump and s5 console were power cycled, but the issue was not resolved. The s5 system and circuit were changed out and the case completed. Because of these events, the customer reported that the surgery was extended greater than 30 minutes and the pt was given one unit of packed red cells. The report indicated that there was no report of pt injury.

Manufacturer narrative:
Pt identifier was not provided. Sorin group (B)(4) manufactures the s5 console. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report of an arterial pump stop during a case. The pt was taken off bypass and the pump was power cycled, but did not restart. The s5 console was power cycled to restart the pump but it still would not restart. The pump was replaced. A short time later, the new pump stopped. The pump and s5 console were power cycled, but the issue was not resolved. The s5 system and circuit were changed out and the case completed. Because of these events, the customer reported that the surgery was extended greater than 30 minutes and the pt was given one unit of packed red cells. The report indicated that there was no report of pt injury. Sorin group (B)(4) has requested product return for eval. The investigation is on going. A follow-up report will be submitted when the investigation is complete.